Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This code is applicable for the user/surgeon for this event. The surgeon becomes contaminated from contact with blood/fluids on a device. There were no consequences reported for the patient. The device history record (DHR) for the total shield zippered surgical toga, xl bs en 166 z 166 1f, part number 00990031210, review could not be performed as a lot number was not provided for the reported event. On (B)(6) 2018, it was reported from (B)(6) that a totalshield zippered surgical toga, xl bs en 166 z 166 1f had fluid penetrating through it reaching the surgeon. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device was not .returned by hospital

Event description:
It was reported that the surgeon had fluid penetrating through the zimmer togas. He was scrubbed in for approximately 40 minutes. When he took off his toga, his arms were all wet after irrigating with approximately 1500cc of saline. The toga soaked through the arms and the waist. No infection/harm was reported to the patient. The surgeon had a cut on his arm which further exposed him to the leaking fluids increasing the risk of infection. The surgeon had exposure to patient's blood and body fluids due to the toga leaking, this led to possible blood borne pathogen (bbp) exposure to the surgeon. It is assumed the surgeon had exposure to intact skin, it is unknown if the surgeon was treated by facilities bbp protocol. No additional consequences have been reported for the patient or the user.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history record (DHR) review for the totalshield surgical hood noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed.